Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
Part of the shaft of the device in the vertebral augmentation access kit broke off and was left in the pt.